Manufacturer narrative:
(B)(4). The physical device involved in this complaint has not been received by the manufacturer at the time of this report. Visual inspection was conducted of photos submitted with the complaint. Photo 1 shows a device in packaging. In photos 3 and 4, damage to the tubing component of the device can be appreciated, however the damage cannot be perceived clearly from the photo. Such damage cannot be noted in the photo 2. The device sample involved is necessary to perform a better inspection in order to determine damage in tubing and perform the functional test applicable. The device history record (DHR) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Physical sample is necessary to conduct a proper and thorough investigation to confirm the alleged defect, to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based on information received. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "doctor (B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that one of the connectors was missing from the tubing. It was also observed that the tubing was returned bent/kinked. A functional inspection could not be performed because one of the reduce hose ends were missing from the tubing. Based on the result and the returned components, this investigation is confirmed to be a manufacturing issue and a CAPA has been initiated to address this issue.

Event description:
Customer complaint alleges "doctor in first hospital of (B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine."